Event description:
A report was received that a patient's precision system was explanted due to an epidural hematoma. The patient's symptoms included the right side of her body was not responding as well as her left. No treatment was provided for the patient other than the explant. The patient has not fully recovered but has gained some mobility back.